Manufacturer narrative:
The exact date when the screwdriver came to be missing is unknown; however, the issues caused by its absence occurred during a surgical procedure on (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the patient underwent the second revision surgery on (B)(6) 2016. The same surgeon performed this procedure and was able to successfully explant the remaining hardware. There was no reported surgical time delay. All of the explanted hardware was originally implanted in order to provide stabilization during the healing process. It was noted that the patient had fully healed, thus the reason for the scheduled explant. Although the date of the original implant procedure remains unknown, the subsequent revision procedures were performed on (B)(6) 2016.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that during the procedure, a synthes locking star screwdriver for 2.7mm locking screws was noted to be missing. The surgeon decided to abort the procedure and the patient had to be closed. It was determined that this event will be reported as a serious injury and product malfunction, caused by use error. This report is for one unknown screw driver reported as locking stardrive screwdriver for 2.7mm locking screws. Part and lot numbers were available for reporting. Other number¿UDI: part number is unknown, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation as it is missing and its absence from the screwdriver set (use error) was the cause of the complained event. (B)(4) aborted surgical procedure due to the subject screwdriver being absent from the screwdriver set and the patient having to undergo a second surgical procedure. Device code 2306 was utilized for the missing subject screwdriver from the screwdriver set. Without a lot number the device history records review could not be completed; however, the manufacture of the subject device is not relevant to the complained event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned revision surgery with hardware removal from the elbow on an unknown date, the locking stardrive screwdriver for 2.7mm locking screws was discovered to be missing from the screwdriver set resulting in the procedure having to be aborted, the patient closed and the procedure rescheduled. The screwdriver set had been used by the hospital in previous procedures. Prior to this surgery, the hospital staff utilized a checklist of all the instruments needed to complete the procedure; however, during the surgery it was noted that the stardrive screwdriver is missing. The patient was scheduled for another surgery on an unknown date to remove the remaining hardware. It is unknown when the hardware was initially implanted. As of the date of this report, the patient is said to be in good condition. This report is for one, unknown locking stardrive screwdriver for 2.7mm locking screws. This report is 1 of 1 for (B)(4).